Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump had an error code that appeared at startup with red screen. The root cause of the reported issue was found to be the main board was inoperable. Actions were taken to mitigate the reported issue: replaced the main board.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited error 45639. No adverse effects reported.